Manufacturer narrative:
Eval summary: the pt has a bmi of (B)(6). No components were returned and no indication of a revision surgery was provided. Surgical notes from the primary surgery were received. The surgical notes did not include direct surgeon commentary describing the procedure or satisfaction with the outcome. No x-rays were provided. Pain can be caused by a variety of reasons some of which are given here: dislocation of the joint; infection; soft tissue impingement of the prosthesis; pseudo tumors due to particulate debris; leg length/offset discrepancy; loosening of the prosthesis; and fracture/breakage of the prosthesis. With the info currently provided, no cause for pain in this pt can be found. Further, no design deficiency can be identified. Eval: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt is experiencing hip pain.